Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
While servicing the device, the authorized bench technician found that an internal interconnect cable was damaged. No patient involvement.